Event description:
Patient's driveline has been twisted and when the line bends the lvad has no power. This issue is reproducible with manual flexing of driveline. No driveline damage is noted on xray or log files. Abbott suggests clips be exchanged as batteries are new and clips old. New clips sent to patient.